Event description:
It was reported that during implant of the right ventricular (rv) lead there was difficulty fixating the lead into the tissue. Upon visual analysis, it was noted that the helix extension mechanism appeared abnormal. Upon extending the helix, the course of the helix during extension was not straight out of the distal tip, but slightly bent at an angle. The lead was scrapped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.